Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient had an unexpected postoperative refraction of 0.75 diopters. The patient had an unexpected postoperative refraction of 0.75 diopters. The patient reports that she is not satisfied with the lens model and has requested a lens model set for near vision. Add'l info has been requested.